Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h4; h6. H6: proposed component code - mechanical (g04) - drill. Visual examination of the returned product/provided pictures identified two modular center post reamers (lot 64627030) were returned for evaluation. As returned, the end of both cutting features are damaged and fractured. Wear & tear is seen that indicates repeated use. Fracture surface artifacts of sheared ductile dimples suggest the bending overload failure mode. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a surgery, two reamer tips were noticed to be broken when taken out of the tray prior to use. Both reamers have been used in previous surgeries; however, it is unknown when they had fractured. No patient consequences have been reported for this event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02208 d10: item# sbgl3007; lot# 64627030 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.